Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the available device history records showed no deviations from mfg and qa specifications. The implant kit was shipped to the customer on 21aug2017 on customer order s188247. The heartmate 3 lvas IFU rev. C is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered a neurologic dysfunction. The patient went back to (B)(6) where the patient lives. The center was notified on 09 aug 2020 that the patient expired on (B)(6) 2018. No other information is available. No outside medical records are available. No additional information provided.